Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, the customer uses cold insulin, which is considered off label use.

Manufacturer narrative:
B5 describe event or problem.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, the customer uses cold insulin and pump supplies longer than 72 hours, which is considered off label use.